Event description:
It was reported that the physician was carrying out a robotic laparoscopic supracervical hysterectomy on a patient with narrow, stenotic vaginal access and a ten-week fibroid uterus. The physician's partner assisted and placed the device into the abdomen. Once the instrument was pushed through the opening, the instrument engaged and there was an immediate flow of blood. The left common iliac artery and the right iliac vein were injured and the patient was immediately prepared for a laparotomy. Laparotomy was carried out, and the injury was repaired by a vascular surgeon. The patient received heparin and prophylactic antibiotics, and was observed for any further bleeding in the intensive care unit. The patient is estimated to have lost 1500cc's of blood, but was transfused with four units of blood and has fully recovered. The surgeon reports that there was no malfunction of the device used.

Manufacturer narrative:
Conclusion: the instructions for use, which accompany each device, caution the user; "the blade should be completely covered during insertion and removal of the instrument. Exercise care when inserting or removing the instrument. Insertion and removal of the instrument should be performed under direct visualization at all times."